Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port was damaged which caused the customer to experience difficulty fitting the usb cable into the port in order to charge the pump. The customer provided a blood glucose (bg) level of 84 mg/dl and indicated that the issue did not adversely impact the customer's bg. Reportedly, the customer continued to use the pump for insulin therapy.